Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was further reported that the surgery went very well. The patient had not had an anxiety attack since the surgery.

Event description:
It was further reported that a manufacturer representative was going to pick up the explanted battery from the hospital lab on monday.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device had been placed in the mail for return. Additional information received reported that the patient had heart palpitations and anxiety attacks with the stimulation on.

Event description:
It was reported that the patient was implanted on (B)(6). The patient¿s swelling had gone down since the implant but they were not able to get any coupling bars at all with the implant. It was noted that the patient got 4 coupling bars at the post-op and 2 weeks prior to the report but on the day of the report that patient could not get any. The antenna locate feature showed 42. All impedances were normal and the clinician programmer and patient programmer were able to communicate with the device. The implant was 1 centimeter deep and parallel to the skin and was not flipped. It was further reported that the patient had their device explanted on (B)(6) 2014. The patient was never able to get their battery to charge but that was not the reason for explant. The device was explanted because since the patient was implanted they had been having severe panic attacks and despite doctors saying they were not physiologically being caused by the stimulator the patient believed that they were.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the battery had a reduced capacity due to a previous overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one full physician mode recharge. The ins recharged normally and had good coupling. The ins passed functional testing after being recharged. According to the trace report taken from the ins, the last recharge done while implanted was on (B)(6) 2014 and was only 1 minute long (battery end voltage was 3.840 volts). The ins went to the "lock/sleep" mode on (B)(6) 2014. The ins subsequently went to an overdischarged state. This was the first overdischarge for this device. Analysis of the lead, lot# va0de48040, found that the outer insulation of the lead body had melted. There are multiple cosmetic melted spots on the outer insulation of both legs of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.